Event description:
The tubing is separating from the top of the burettes during filling and use. No patient injury or treatment associated with the events.

Manufacturer narrative:
Sets retured with the tubing separted from the top cap of the burette. The separation of the tubing frome the cap was due to an insufficient amount of solvent applied during the manufacturing process or the tube was left on the vacuum block too long which removed too much solvent. The vacuum block has been removed from this operation. Opeartiors have been retrained. Revienw of the complaint database for the previous 24 nonths indicates that this is the only reported issue for the tubing separating from the cap due to insufficient solvent. Inventory was reinspected with no issues found. The device history record was reviewed and found to be acceptable. Medex was able to confirm this issue and determine the cause. No additional action necessary at this time medex considers this MDR closed with this report.